Manufacturer narrative:
Additional information received from the distributor on (B)(6) 2016: the product problem was discovered after surgery on (B)(6) 2016. Patient identifiers and type of surgery were not provided. There was no patient injury and no delay in surgery. A replacement cable was available to be used. No other information was provided.

Manufacturer narrative:
Integra has completed their internal investigation on 16may2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: during investigation it was observed that the pmiompm cable had a broken connector due to physical damage. Review of batch history record for lot tl-325151; all results of the functionality tests were recorded as within specifications prior to the cables being released in jan-2015. No non-conformance reports were raised during the manufacturing process for this cable. The DHR review has been deemed satisfactory. A minimum of 12 month review of pmiompm1 cable customer complaints was completed using the following key words ¿defective cable¿ and a root cause ¿poor maintenance¿ in search criteria. This review encompassed from dates 28-mar-2015 to 09-may-2016. A total of 6 complaints were reviewed of which 3 complaints contained the search criteria. The analysis of the complaint investigations and root cause reports has concluded this complaint is the 2nd identified complaint for the reported failure associated with the pmiompm cable with the root cause determined as poor maintenance. No trend has been identified. The failure analysis investigation has concluded the cause of the issue connecting and disconnecting the pmiompm cable was due to a broken connector resulted from physical damage. This damage / fault is trended as a misuse of the cable by the user which is consistent with poor maintenance, thus the cause of the issue is poor maintenance.

Event description:
A part of connection port has been displaced such that connecting and disconnecting cable was difficult. Additional information has been requested.